Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Expiration date: ni.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement. Device malfunction was suspected. The patient was reportedly doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient had difficulty charging the implant. It depleted quicker than it used to. A bsn representative analyzed the ipg database and confirmed premature battery depletion. Ipg replacement has been recommended.

Event description:
A report was received that the patient had difficulty charging the implant. It depleted quicker than it used to. A bsn representative analyzed the ipg database and confirmed premature battery depletion. Ipg replacement has been recommended.

Event description:
A report was received that the patient had difficulty charging the implant. It depleted quicker than it used to. A bsn representative analyzed the ipg database and confirmed premature battery depletion. Ipg replacement has been recommended.